Manufacturer narrative:
Update section f10.  This is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-13827 and 2015691-2020-14120. The 26mm sapien 3 ultra valve was returned crimped on the 26mm commander delivery system and inserted in esheath.  Review of imagery provided showed the following: crimped valve was exposed through the sheath liner; outward protruding struts on outflow of valve; sheath damage observed in the middle of the sheath; patient¿s access vessel was tortuous. Returned devices were visually inspected and the following were observed: multiple bent struts and distorted frame on outflow of valve; all apices on inflow of valve exposed through skirt, normal after valve crimping. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed from the evaluation of the returned device and imagery. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿the valve and delivery system was unable to advance beyond the left common iliac¿. Per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ per report, the patient¿s access vessel (left iliac) was very tortuous. As such, presence of tortuosity leads to increased resistance and requires higher push force for delivery system/thv advancement through sheath. If excessive manipulation was used to overcome the resistance, then it is possible that it would have torn the sheath liner. As captured in a product risk assessment and a corrective/preventative action (CAPA), it has been identified that high push force/resistance of commander delivery system with s3 ultra valve through esheath cause secondary failures such as valve frame damage. In this case it is possible that the valve outflow struts were exposed through the torn sheath liner. Due to the tortuosity present in the vessel, it is likely that the valve and delivery system were non-coaxial during retrieval, resulting in the damage observed on the valve outflow side and sheath. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive force/ device manipulation) may have contributed to the complaint event. A CAPA has been initiated to capture further investigation and CAPA activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. A product risk assessment was initiated to assess patient risks associated with valve frame damaged during use for s3u with the commander delivery system and esheath configuration.

Manufacturer narrative:
UDI number: (B)(4).  This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-13827.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the valve and delivery system were unable to advance beyond the left common iliac artery.  The valve, delivery system, and sheath were removed as a unit.  Upon removal of the system, deformity of the valve struts was present.  The tavr procedure was aborted.